Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultramini meter displayed an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began a month prior to contacting lfs. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual diabetes management routine. After the alleged issue, the patient claims he was not being logical. On (B)(6) 2012, the patient reported emergency medical services (ems) was contacted. The patient obtained a blood glucose result of higher than 200 mg/dl with the ems meter. A health care professional (hcp) administered the patient n insulin (15 units) as treatment. At the time of troubleshooting, the cca walked the patient through a retest to resolve the alleged issue. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from an hcp after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.